Event description:
Reporter stated that, after firing, the lancet protrudes beyond the end - cap of the multiclix lancet device. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).